Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was cut and only partial lead was returned. The proximal and distal coils were fractured and the insulation damaged at 27.5 cm from the connector pin due to clavicular crush. The insulation was abraded at 16.1 cm - 16.4 cm and 20.5 cm - 20.9 cm as a result of friction to the can.

Event description:
It was reported that the lead exhibited high thresholds, a capture anomaly, low impedance, noise and a sensing anomaly. The lead was explanted and replaced.